Manufacturer narrative:
Sections d4, h4: correction manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The mentioned history of gi bleeding was reported under MFR. #2916596-2018-04044. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The approximate age of the device was 2 years and 1 month. No further information was provided. The patient remains ongoing on the device. A supplemental report will be provided when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented with low hemoglobin and progressive weakness. Two units of packed red blood cells were transfused and the patient was temporarily placed on intravenous protonix. No evidence of acute bleed was reported. Warfarin was held due to supratherapeutic international normalized ratio (inr) on admission. Hemoglobin and hematocrit remained stable and the patient was discharged. It was noted that the patient had a history of a recent admission for gastrointestinal (gi) bleeding in (B)(6) 2018. No further information was provided.